Manufacturer narrative:
During the process of complaint , attempts were made to obtain complete event information for treatment, but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR. Report: 3006705815-2020-01025. 3006705815-2020-01026. 1627487-2020-02403. 1627487-2020-02404. It was reported the patient had a suspected infection at an unknown location and the entire scs system was explanted. There was no complications observed during the procedure.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.